Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.5/4.5/079 (sphere/cylinder/axis), implantable collamer lens was implanted into patients left eye (os) on (B)(6) 2019. Excessive vault was observed and the lens was replaced for a shorter length lens within the same surgery. It was reported that the problem resolved.